Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an alterra staged procedure, a partial 'trap door' at the inflow apices was noted post deployment of the alterra prestent. The apices do not appear to be fixed, they appeared to fold during the cardiac cycle. Per report, the patient was a borderline case for sizing, and the alterra prestent was successfully deployed, but not well opposed to the distal anatomy (mpa). Tracking of alterra prestent was challenging due to left lateral bias, wire positioning, and a larger anatomy. The decision was made to observe and review the patient's clinical status regarding further progression of the 'trap door'. The patient was clinically stable and transferred to post procedure holding.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation. However, the complaint for frame deformed was confirmed by imagery provided by the facility. The imagery provided by the site shows the alterra prestent apices to be moving back and forth in the 'trap door' phenomenon as mentioned by the reporter. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint description states, 'a partial 'trap door' at the inflow apices was noted post deployment of the alterra prestent. The apices do not appear to be fixed, they appeared to fold during the cardiac cycle. Per report, the patient was a borderline case for sizing, and the alterra prestent was successfully deployed, but not well opposed to the distal anatomy (mpa). Tracking of alterra prestent was challenging due to left lateral bias, wire positioning, and a larger anatomy. The decision was made to observe and review the patient's clinical status regarding further progression of the 'trap door'. The patient was clinically stable and transferred to post procedure holding.' . As mentioned from the description and evident by the imagery provided, it is likely that the apices of the alterra do not engage with the patient anatomy and are not well opposed leading to the reported event. Per the complaint description, 'patient was a borderline case for sizing' and 'tracking of alterra prestent was challenging due to left lateral bias, wire positioning, and a larger anatomy.' Lateral bias and a malpositioned guidewire may result in difficulty positioning and deploying the prestent, resulting in incomplete apice engagement with the anatomy. Furthermore, if the patient's anatomy is too large, the apices may not also engage with the anatomy. As such, it is possible that patient factors (insufficient apices engagement due to patient anatomy ) and/or procedural factors (alterra positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.